Manufacturer narrative:
The reported event of stretched helix could be confirmed, but the reported event of separation failure could not be confirmed. Visual inspection noted the helix was stretched out of specification, consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis and longevity assessment were normal with no other anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the newly placed right ventricular (rv) leadless pacemaker (lp) failed to be separated from the delivery catheter. The rvlp was redocked onto the catheter and the helix was stretched. The rvlp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.